Event description:
It was reported by service report that the head end siderail assembly was bent and stuck in the low position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Glide rod.